Manufacturer narrative:
This supplemental report is being submitted to report the withdrawal of MFR report #8010047-2021-01728 and correct the initial report submitted on january 22, 2021. As a result of the investigation, olympus medical systems corp. (Omsc) concluded that this complaint was not reportable event.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the field service engineer that the image input from the sdi input connector of the subject device could not be displayed when the subject device was connected to an olympus processor cv-290 and was installed to the user facility. During the incoming inspection at the service department of olympus (B)(4), it was found that the signal from the sdi1 output connector was not output due to the failure of the printed circuit board, and that there was no abnormality on the output signals from other output connectors. There was no report of patient injury associated with this event.